Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 49-year-old male in st undergoing heart surgery was implanted with an impella cp device for mechanical circulatory support. Following advancement of the repositioning sheath, a subdural hematoma with pulsatile blood formed. Manual pressure was applied around the sheath, however, the bleeding persisted. The pump was subsequently explanted and the groin was surgically closed to resolve the bleed.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that post procedure, the patient's activated coagulation time (act) was prolonged at greater than 400. Therefore, the root cause of the access site bleeding issue was high patient act values during pump implant.